Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found two defective tip clamps in the reported problem area of the pipette assembly. The tip clamps, a plunger clamp, and a lld contact spring were replaced. The instrument was inspected, tested without further problem, and returned to svc.